Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg and leads were replaced. One lead had two bad contacts. The patient was doing well after the procedure. The physician believed the pain was not caused by the device. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2352-70, serial #: (B)(4), description: linear 3-4 lead, 70cm. Model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator.

Event description:
A report was received that the patient experienced sharp pains when the stimulation was on. The patient will undergo a revision procedure.

Event description:
A report was received that the patient experienced sharp pains when the stimulation was on. The patient will undergo a revision procedure.